Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse observed upon powering up the unit that both batteries were dead and were not being charged. To fix this issue, the fse replaced the power supply and power supply monitor pcb. After the repair, the fse powered up the unit and the battery indicator was flashing and the battery light was illuminated. The fse allowed the battery to charge for over 2 hours; however, the batteries still did not have any charge and the fse also observed a "no backup battery detected" message on the display. To fix his issue, the fse replaced both batteries and the unit began to charge the batteries correctly. All calibration, functional an safety tests were performed to meet/and met factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-arotic balloon pump (iabp) unit would not charge the batteries. No adverse event was reported.